Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 44 mg/dl. The customer stated they ate an orange. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 44 mg/dl. The customer stated that there is broken piece on the reservoir compartment. The customer doesn't know the how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.